Manufacturer narrative:
This info was not provided during the initial report. Unable to provide the date of manufacture with no lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(6) indicates: the (B)(6), dismantled and inspected three oscillating bone saws and found they had contamination in the product at the (B)(6).